Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were never trained. They also said they felt a "burn at my tailbone" today when they had therapy set at 4.4v on program 4. They added that they decreased to 4.3v where they confirmed feeling better; they were no longer feeling the burning sensation and confirmed feeling stimulation in the bike seat. The patient also said their device will be "working fine then all of a sudden it just stops working" which occurs everyday. They added that their handset will show that the "[device] has timed out" and "device is not responding". The call center provided education on therapy theory/usage and external equipment and further explained the relationship between the external equipment and therapy. The patient further clarified that they can "tell when it's working and when it doesn't" because they will have dribbling and urinating. They added that they have "walked around [a retail store] and peed a thousand times". Patient noted their symptoms vary "depending on the weather". The patient also said their healthcare provider (hcp) implanted the device "too high" on their waistline, and because so, the device will "stop working" when they sit down. The patient further clarified the "stop working" issue only occurs when they are wearing jeans. They noted that the issue won't happen when wearing sweatpants and they "dribble" upon standing. The patient also said the device shocks them sometimes since implant. As a result of what was reported, the patient was redirected to their hcp to discuss symptoms and programming. They also mentioned their fob was not charged when they received it and they had to charge it "two or three times". The patient mentioned they have an "old [device]" which was further clarified as they believe the communicator is "old". The patient also said the "nurse turned it on program 5 and it was hurting me so badly" which was noticed "after I left the hcp's office". They changed to program 4 and it was no longer hurting them; they added that it "seems to be the best". No further patient complications have been reported as a result of this event.

Event description:
2019 -09-09 crts3910982 (con): additional information was received. Patient also reported that reports the day after implant she experiences leakage that is caused by the "weather", and when she gets home she suddenly has to go to the bathroom and wasn't see symptom control, she was seeing symptom control, or she didn't believe the ins was working. She was concerned that the app was saying "timed out" because she believed the stimulator was turned off. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.